Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment. This report is made based on results of investigation completed on (B)(6)2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/24/2015 with the following findings: evaluation revealed that the battery compartment is cracked by the case seal towards battery compartment lip. (B)(6)